Event description:
It was reported to hill-rom that the motor was not working. A hill-rom service technician inspected the bed and found that the CPR cable was loose. The technician tightened the cable. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.